Event description:
The user facility reported that the tr band became deflated during use to assist with achieving hemostasis following a radial heart catheterization procedure. The following information was provided by the user facility: at the end of the procedure, a tr band was applied to assist with establishing hemostasis and the patient was transferred to the recovery room; during a routine check, approximately 20 minutes after the band was first placed, the nurse noted that "there was no air in the pillow"; and the patient was reported to be stable with no bleeding after the deflation was observed.

Manufacturer narrative:
The production lot number is not known. Therefore meaningful evaluation of device history records and complaint files is not possible. However, the involved device was returned to the manufacturing facility in (B)(4) for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. Specifically, the tr band balloons were inflated and leak tested with no signs of leakage or deflation. There is no indication that the cause of the reported deflation was related to a device defect based on the results of the returned sample evaluation. Qa has conjectured that the reported air leak may have been caused by some sort of foreign material becoming temporarily caught in the one way valve. However, there was no evidence of any such foreign material in the returned device so this theory cannot be confirmed. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use." (B)(4).